Event description:
It was reported that during a colostomy closure the surgeon fired the orange indicator in gap window. Several unformed staples remained in the device. Hand suture was used to complete the case. There was no pt consequence.